Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump ran for 15 minutes without switching off, only the display went dark after 1 minute due to the energy saving mode. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device switched off after 1-2 minutes. There was unknown patient involvement, and unknown signs or symptoms experienced.